Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in egypt. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6) showed the device shows black display during start up, then continuous audible alarm . Device is under software 3.0.3. Continuous alarm without visible alarms or logging tfs in the even log. Screen remains black and ventilation cannot start. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to the ventilator that does not complete the boot sequence upon initial startup. (Initialisation problem esm board em10). Accordingly, the following work around could be considered: 1. Turn off the device by holding the power key for at least 10 seconds 2. Turn on the device again by pressing the power key the performance of the device will not be affected if the boot sequence completes successfully after a second startup. Replace the esm board if the device does not complete the boot sequence after the second startup. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 24 february 2024 from a customer in egypt. It was reported that on march 13th 2024, hamilton-t1 (sn (B)(6)) showed the device shows black display during start up, then continuous audible alarm . Device is under software 3.0.3. Continuous alarm without visible alarms or logging tfs in the eventlog. Screen remains black and ventilation cannot start. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to the ventilator that does not complete the boot sequence upon initial startup. (Initialisation problem esm board em10). Accordingly, the following workaround could be considered: - 1. Turn off the device by holding the power key for at least 10 seconds. - 2. Turn on the device again by pressing the power key. - the performance of the device will not be affected if the boot sequence completes successfully after a second startup. - replace the esm board if the device does not complete the boot sequence after the second startup. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.